Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the welding of the insertion section is damaged, the outer tube has a dent, the r-unit is broken and therefore the insertion pipe does not rotate smoothly, the outer tube is deformed and therefore the parts are not dis-/reassemble, the outer tube is damaged and therefore the dielectric strength is inadequate, and the outer tube is damaged and therefore the leakage current is inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the horizon is not correct, image issue, was due to the welding section of the insertion tube being damaged. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, during preparation for use of an unknown procedure the subject device had an image issue, the horizon was not correct. No patient harm reported.